Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they remove the battery of insulin pump, the battery it was already in the middle of its life and they mentioned that they last inserted battery on the insulin pump was (B)(6). Customer's blood glucose value was unknown. The customer was assist with troubleshooting. Customer stated that they insert the battery to the insulin pump, the insulin pump alarm asking to insert new battery up until the insulin pump shows replace battery on the home screen and when they go to the menu only history setting was the option they can open. The device will not be returned for analysis.